Event description:
During a pulsed field ablation procedure for atrial fibrillation, the patient experienced slight st elevation three minutes after transseptal puncture that self resolved. It was noted that the agilis dilator and the non-abbott (boston scientific versacross rf wire) were inserted into the agilis 13f prior to transseptal puncture. The st elevation was noted on the surface electrocardiogram. It was noted that the st elevation was no longer observed three minutes later. Flushing had been adequately performed using two 20-ml syringes. It was noted that a non-abbott (xerostar, japan lifeline) transseptal needle and swartz sl0 sheath were inserted concurrently and may have contributed to the st elevation. The procedure was completed with no adverse consequences to the patient.